Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under general anesthesia using transesophageal echocardiogram (tee) guidance. Versacross connect was used for transseptal puncture (tsp) and then a full dose of heparin was given after tsp. A 27mm watchman flx pro closure device and delivery system (wds) was advanced through a watchman trusteer access system (was) into the left atrium. While in flx ball configuration within the left atrium, thrombus was found on wds and aspiration was performed. Despite aspiration and flushing, thrombus re-formed, so the wds was brought back into the was. The was withdrawn to the right atrium (ra), and the activated clotting time (act) was rechecked, increasing from 199 seconds to 255 seconds. An additional 5,000 units of heparin were administered. Thrombus was again noted forming on the was within the ra. The repeat act was 276 seconds; however, the procedure was aborted. There were no patient complications and the patient fully recovered. The patient was discharged.

Manufacturer narrative:
Medical media was provided and reviewed by bsc quality engineers for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation. The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed under general anesthesia using transesophageal echocardiogram (tee) guidance. Versacross connect was used for transseptal puncture (tsp) and then a full dose of heparin was given after tsp. A 27mm watchman flx pro closure device and delivery system (wds) was advanced through a watchman trusteer access system (was) into the left atrium. While in flx ball configuration within the left atrium, thrombus was found on wds and aspiration was performed. Despite aspiration and flushing, thrombus re-formed, so the wds was brought back into the was. The was was withdrawn to the right atrium (ra), and the activated clotting time (act) was rechecked, increasing from 199 seconds to 255 seconds. An additional 5,000 units of heparin were administered. Thrombus was again noted forming on the was within the ra. The repeat act was 276 seconds; however, the procedure was aborted. There were no patient complications and the patient fully recovered. The patient was discharged.